Event description:
Dates of use: 2004. Diagnosis or reason for use: dry eyes. Event abated after use stopped or dose reduced: yes. Location: lower lids ou. In 2006 - presented with mucus and marked conjunctivitis. Treated with vigamox and flarex tid ou for one week and told to return for follow up. The following month - much better per pt and all clear on exam decrease vigamox and flarex to bid, ou for one more week. In 2007 - pt feel infection has returned. On examination it was noted that there pus in the tear duct. Treated with vigamox qid, ou and keflex 250mg qid for one week. Pt to return in 2 weeks for irrigation. Nineteen days later - lower lids irrigated without complications. Started on restasis and lid scrubs. In 2006, follow up show all clear and continue with same treatment regimen.